Event description:
Healthcare professional (hcp) reports five incidents of blood leak with the psn 210 dialyzer. Incidents occurred from in 2001. Details of incidents unable to be provided by hcp since incidents had not been previously documented at dialysis facility. No further info provided per hcp.